Event description:
An endurant iis stent graft system was implanted during the emergency endovascular treatment of an imminent abdominal aortic aneurysm rupture. It was reported during the index procedure, the endurant main body stent graft was placed via the left access artery, and both stent graft limbs were implanted. A slight endoleak was observed, but the patient was placed under observation. A follow up CT scan 5 days later, revealed a type ia endoleak on the right greater curvature. In addition, graft in-folding was also observed, but it was stated this was not related to endoleak. Per the physician the cause of the type ia endoleak was anatomy related due to the calcification below the right renal artery, which led to insufficient sealing. No cause of infolding was provided. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported endoleak and stent graft infolding were confirmed on the provided films; however, the cause of these events could not be conclusively determined. The endoleak appears most likely to be a type ia, with anatomical factors such as severe infrarenal neck angulation and calcification potentially contributing. It is possible that the stent graft infolding was also a contributory factor. Patent lumbar arteries were observed in the area, suggesting a concomitant type ii endoleak may be present. It is possible that the infrarenal neck angulation and calcification may have contributed to the infolding. Additionally, it is possible that implanting a 36 mm graft in an aortic neck with a diameter ranging from 29-23-29 mm from proximal to distal may have been a contributory factor. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. Analysis of the returned images did not reveal any other stent graft integrity issues. B5; additional information received: it was reported, as per the physician, that the cause of the infolding is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.